Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-14 investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 0050672 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the middle of the catheter tubing. Microscopic inspection of the catheter tubing identified what looked like v-shaped cut in the tubing. This is usually indicative of the needle piercing through the catheter wall. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. However, based off the reported incident and traces of dried media present in the tip of the catheter it was likely that this issue occurred during use. If it had occurred at the manufacturing site prior to use it would have been extremely difficult to successfully insert this device into the patient's arm as reported. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology leaked blood during the insertion and blood "spurted" from the catheter when the needle was retracted. The following information was provided by the initial reporter, translated from french to english: "once again, the infusion leaks between the skin and the cathlon because these new catheters form a hole that is too large and therefore the infusion does not pass through the patient but through the tegaderm the day after the pre-infusion! Patients have to be reperfused much more, but unfortunately not all of them have a good venous capital.... Adds to this that the veins burst more easily than with other catheters. In addition, when the needles of these catheters are retracted, the blood spurts out of the catheter".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology leaked blood during the insertion and blood "spurted" from the catheter when the needle was retracted. The following information was provided by the initial reporter, translated from french to english: "once again, the infusion leaks between the skin and the cathlon because these new catheters form a hole that is too large and therefore the infusion does not pass through the patient but through the tegaderm the day after the pre-infusion! Patients have to be reperfused much more, but unfortunately not all of them have a good venous capital adds to this that the veins burst more easily than with other catheters. In addition, when the needles of these catheters are retracted, the blood spurts out of the catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology leaked blood during the insertion and blood "spurted" from the catheter when the needle was retracted. The following information was provided by the initial reporter, translated from french to english: "once again, the infusion leaks between the skin and the cathlon because these new catheters form a hole that is too large and therefore the infusion does not pass through the patient but through the tegaderm the day after the pre-infusion! Patients have to be reperfused much more, but unfortunately not all of them have a good venous capital.... Adds to this that the veins burst more easily than with other catheters.... In addition, when the needles of these catheters are retracted, the blood spurts out of the catheter..."